Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A patient reported bilateral rupture on the left side. The device remains implanted.

Event description:
A patient reported bilateral rupture on the left side. The device remains implanted.

Event description:
Patient reported left side rupture. Patient additionally reported "double configuration" diagnosed by ultrasound and MRI. Device has been explanted and replaced with a non-allergan device.

Event description:
Patient additionally reported left side "double configuration" diagnosed by ultrasound and MRI. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified:-rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst-ndr: unable to confirm as it is a medical event not related to the device. Double capsule : unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.